Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly ,the battery depleted overnight and the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 544 (mg/dl) with trace ketones. A manual injection was delivered to address bg level. Reportedly, the customer's mother assisted the customer with address elevated bg level. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 0% within one day. Reportedly the customer would continue to use the pump for insulin therapy.